Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon opening the farawave catheter residue was noted on the catheter's handle. Due to sterility second farawave catheter from the same lot was opened with same issue. The physician decided to use the second catheter. The procedure was completed successfully. No patient complications occurred. The product is expected to return for analysis. Media provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the allegation of white foreign matter on the catheter was confirmed. Upon device return and inspection, it was observed that there were some white marks / spots in the catheter handle. An image provided shows the handle with white marks. Based on the product analysis the allegation for contamination during use was confirmed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the event of contamination during use is a known event defined in the products risk management documentation.this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of quality control deficiency and supporting evidence that came to this conclusion. Boston scientific concluded the cause of quality control deficiency was selected based on the identification of white stains on the handle section of the catheter. A corrective and preventive action (CAPA) investigation was initiated to further evaluate events where removable white stains on the catheter handle were observed and determine the root cause.

Event description:
It was reported that upon opening the farawave catheter residue was noted on the catheters handle. Due to sterility second farawave catheter from the same lot was opened with same issue. The physician decided to use the second catheter. The procedure was completed successfully. No patient complications occurred. The product was received for analysis. Media provided.